Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): stop of infusion. Perfused in 72 hours instead of 48 hours; drug: 5fu; filling volume: 50 ml; date of the filling: 07.01.2013; storage: 1h20 before use, room temperature.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). No device available for investigation. Nevertheless we have informed our manufacturer department accordingly. A follow-up report will be provided after the statement from the manufacturer is available.